Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on was locked properly during visual inspection. Passed leak test pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's middle button was stuck and this triggered a stuck button alarm. The customer had to remove the front cover to de-press the button. As a result, the insulin pump was no longer waterproof. Customer's blood glucose level was 5.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.